Event description:
According to the complaint the customer is complaining about a false low k+ result on the abl800 flex analyzer (serial no. (B)(4). The expected value: 3.5 mmol/l (expected value based on patient condition). Result on the abl800 flex analyzer: 2.4 mmol/l (measurement date; time: (B)(6) 2023; 09:29). Based on the measurement results the result of 2.4 mmol/l measured on the abl800 flex analyzer is considered false low.

Manufacturer narrative:
Radiometer investigation on 2023-06-19 of the received data logs indicate that the cause of the described event is a failure of the k membrane. To further investigate the event, k-membranes (item no. 942-059) of the relevant lot: r1110 were received in radiometer for testing. At testing installation of these membranes, the investigator noticed that the units were sitting unexpectedly tight. Radiometer investigation will continue of the membranes.

Manufacturer narrative:
Additional information received 18apr2023: according to originator there is indication of qc error for k+ 2 or 3 days before the described event. K-membrane of the relevant lot: r1110.

Manufacturer narrative:
Radiometer has finalized the investigation and found root cause traced to component failure.

Manufacturer narrative:
It is assessed that the issue in this complaint was caused by a defect of the k-membrane unit. The investigation of the failing item did unfortunately not reveal the root cause.